Event description:
There was an allegation of questionable elecsys anti-hcv ii immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer compared to a vidas analyzer. The initial anti-hcv result was 0.054 coi, interpreted as negative. The sample was also tested on a vidas analyzer and the anti-hcv result was 1.17, interpreted as positive. No pcr or confirmatory testing results were provided. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The e411 analyzer serial number is (B)(6) . The sample was requested for investigation, however, the sample had already been discarded. No further information was provided by the customer. The investigation did not identify a product problem. The root cause of the event could not be determined. H3 other text : na.